Manufacturer narrative:
Date of event - (B)(4) 2006. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) of 2006. A type ii lesion was identified in the left carotid artery. The reference vessel diameter was 6.2mm and the lesion length was 23mm. Pre-procedure there was 70% stenosis as measured via nascet. The target artery was moderately tortuous and 2+ calcification was present. Ulceration was observed. Thrombus, dissection and pseudo-aneurysm were not present. Cerebral protection was provided through the use of the filterwire ex. A 7mm/40mm carotid wallstent monorail was delivered and successfully placed at the intended site. Pta was performed with a non bsc 4.0mm/40mm balloon. Atropine 0.5ui was administered during the procedure. No vasodilator was used. There was successful placement of the cerebral protection device and the procedure was technically successful. Residual stenosis was 0-29%. No peri-operative events were observed. Post-procedure the patient was asymptomatic. Morphologic outcome evaluation documented that the stent was not patent. There was 0% residual stenosis. There were no complications less than 24 hours after the procedure. The patient had a follow-up assessment in (B)(6) of 2006, the stent was not patent. The patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last visit. During follow-up assessment performed in (B)(6) of 2006, it was documented that there was a complication since the last visit of "ima" that occurred in (B)(6) of 2006. There is no further information. The patient had a follow up visit in (B)(6) of 2007, the patient remained asymptomatic and the stent was patent.